Manufacturer narrative:
Correction in d.4. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during cataract surgery with intraocular lens (iol) implantation, the lens would not come out of the inserter. There was patient contact. The surgery was completed on same day. Additional information was requested, but no further information is available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).